Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced frequent device alerts during work, causing frustration, and was advised to install a firmware update that lengthened the alert interval to reduce alarm frequency. Symptoms included alarm fatigue. Outcomes included no injury, no hospitalization, and restoration of acceptable device usability after education and software update. Investigation included customer interview, troubleshooting, and confirmation of software version and settings. Investigation of this case revealed that the device was functioning as designed and that the frequency of alerts was attributable to prior software behavior, which was mitigated by installing the updated firmware and providing user education. It was concluded, based on previously established findings for similar reports, that the cause was use error mitigated by software update and training.